Manufacturer narrative:
Sections with additional information as of 28-dec-2021 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for error message (e-5). Husband is calling on behalf of the customer. At the time of the call, the customer reported symptoms of thirst and headache; medical attention was not needed at the time. The test strip lot manufacturer¿s expiration date is 03/15/2023. The product is not stored according to specification; customer stores the test strips in her purse. The customer had another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and thirst. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.